Event description:
According to the initial information received, a 12mm amplatzer septal occluder (aso) and a 8f amplatzer torqvue 45 delivery system (dtv45) were selected for implant but the aso did not fit the defect upon deployment. The 12mm aso could not be retracted into the 8f sheath so a 9f amplatzer exchange system was used. A 14mm aso was successfully implanted using a new 9f dtv45.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. The delivery system was used prior to expiration. The results of this investigation are inconclusive because the product was not returned for analysis. Should the products become available at a later date, we will reopen the file.